Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. No vibrate anomaly noted during testing. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 75mg/dl at the time of the incident. Customer stated that they jumped into the pool pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis and a replacement pump will be sent.